Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer's nurse would like to know what patient's basal rates are. The customer's nurse was assisted with view the basal rates. The customer's nurse that she will asked the doctor if they need to troubleshoot the pump. The customer does not want to troubleshoot at this time. The customer's nurse that the high blood glucose was caused by the heart attack. The customer removed the pump after admission. Has been treated with insulin drip since.